Event description:
Complaint from facility that the head of bed would not raise. No injury alleged.

Manufacturer narrative:
Technician found the head of bed would not raise past 8 degrees. Not on manual or normal. Isolated issue to hydraulic fluid leaking out of head cylinder removed and replaced cylinder to resolve this issue.